Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that around (B)(6) 2017, the patient was getting poor coupling with recharging of their most recent implant. They were unable to get more than two coupling bars. They tried repositioning the antenna, turning the antenna dial, charging on bare skin, and the antenna locate feature but they still could only get two coupling bars and the poor coupling screen. They were worried the battery would die so they laid on the antenna disk for seven hours in order to get it up because they were only getting two coupling bars. It was noted the patient was able to get all eight coupling bars when they charged their other implant using the same recharger and antenna. The patient was redirected to see their doctor to have their ins checked. No symptoms were reported. No further complications were reported.